Event description:
It was reported that (1) tx30g was used during a "tme" procedure. It was reported by the affiliate that the tissue would not be removed from the jaw (could finally remove the tissue with a surgical device). Opened another device to complete the case. No adverse pt outcome.